Event description:
It was reported that the user was unable to flush the catheter during a test. Therefore, a new kit was opened instead.

Manufacturer narrative:
(B)(4). A device history record review was performed on the epidural catheter with no relevant findings. The customer reported the catheter would not flush. The customer returned one opened. The snaplock assembly nrfit and epidural catheter were removed and were visually examined with and without magnification. Visual examination of the returned snaplock assembly revealed the snaplock appears typical with no defects or anomalies observed. Visual examination of the returned catheter revealed the catheter appears used. Biological material can be seen between the inner coils. No other defects or a functional flow test was performed on the returned sample. The returned epidural catheter was inserted from the proximal end into the returned snaplock assembly until it bottomed out and the snaplock assembly was closed. The components were confirmed to be secured by tugging gently. The snaplock assembly was connected to the lab leak tester and the pressure was increased to 10 psi to establish flow. Water could be seen immediately exiting the distal end of the catheter. The flow rate was measured at 8.2ml/min, which is within the specification of 1ml/min minimum. No blockages were found. In summary, the reported complaint of the catheter not flushing could not be confirmed based on the sample received. A device history record review was performed on the epidural catheter with no evidence to suggest a manufacturing related issue. The returned components passed a functional flow test and met flow rate specifications. There were no functional issues found with the returned sample. No further action is required at this time.

Event description:
It was reported that the user was unable to flush the catheter during a test. Therefore, a new kit was opened instead.

Manufacturer narrative:
(B)(4). The device investigation will be submitted in a follow-up report. Teleflex will continue to monitor and trend related events.